Event description:
The patient was admitted to the hospital in 12/2004 for leukemia. The suspect device was used to check their blood glucose the previous day and a result of 420 mg/dl was obtained. Per the facilities protocol a lab glucose was run. The lab result was 165 mg/dl. The sample was taken from a PICC line in the right forearm. Controls were in range. The device was replaced and requested to be returned for evaluation.